Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017, with blood glucose of 40 mg/dl at the time of the incident. The customer was at 152 mg/dl at the time of the call, and 50 mg/dl at the time of admission. The customer was given glucagon shots to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Customer was trying to bolus but all the buttons stopped working, and later only the up arrow wasn't working. The customer alleges that the pump gave a bolus without their input. The customer also reported physical damage to the reservoir tube lip. The insulin pump will be returned for analysis.